Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated magnesium results on the architect c4000 serial number (B)(6). Through extensive investigation, the fsr found the nozzle, c4, #1, #4, #5 (part number 7-205228-01) and nozzle, c4, #2, #3 (part number 7-205229-01) needed to be replace, which resolved the customer's complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated magnesium result on an architect c4000 analyzer. The following data was provided (customer's reference range is 1.6-2.6 mg/dl): sample ID (B)(6), initial was 7.20, repeat was 2.15 mg/dl. There was no impact to patient management reported.